Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr ((B)(4)) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the (B)(6) sales professional that a pt underwent an unk catheterization procedure on (B)(6) 2010. Access was obtained via the left common femoral artery with no issues. The physician, a trained user of the mynx, chose the device for femoral arterial closure. There were no reported complications with the procedure or the closure. Three days post procedure on (B)(6) 2010, the pt returned with redness and tenderness at the access site. There was a slight increase in the pt's white blood cell count, but the pt was afebrile. The pt was placed on oral antibiotics (cipro). The symptoms were not improving so the pt went to have an infectious disease consult on (B)(6) 2010. There was some drainage at the access site which was cultured and was reported to be negative. There was no further clinical sequela reported.